Event description:
It was reported that on (B)(6), one technologist was stuck in the face by the c-arm rotating itself during the tech's cleanup of the system. The tech stepped back and righted the c-arm to the zero position and after the tech had released the controls the device again self-rotated the c-arm to 91 degrees. A field engineer examined the equipment and found faulty the switch on the right c-arm switch bank. Switch sticks causing rotation after it¿s released. The field engineer replaces both the left and right side c-arm switch banks. The system met the manufacturer´s specifications.

Manufacturer narrative:
Investigation for the event was completed: the customer reported that one technologist was stuck in the face by the c-arm rotating itself during the tech's cleanup of the system. The tech stepped back and righted the c-arm to the zero position and after the tech had released the controls the device again self-rotated the c-arm to 91 degrees. The field engineer (fe) was dispatched to the customer site and found the right control insert switch was sticking which caused the system to rotate on its own. The fe replaced both control inserts to resolve the issue. A review of the history for this device showed the issue has not recurred since the control inserts were replaced. The control inserts were not returned for further investigation. The control inserts were 2537 days old at the time of replacement. Further investigation could not be performed as the parts were not returned. Based on a review of the complaint, the likely cause of the uncommanded movement is due to natural wear and tear causing the right control insert switch to stick. The control inserts were not returned therefore further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. A risk trending was performed and the occurrence calculation was found at 1 (very low). Based on a review of the complaint, a CAPA is not needed at this time as the risk is considered very low based on the occurrence. Future events will be monitored and trended. The complaint review identified the control inserts were not original to the system therefore the DHR does not need to be reviewed. System product code: sdm-00001-3d. Serial number: (B)(6). System manufacture date: 10/26/2011. System installation date: 2/29/2012. Unique device identified (UDI): (B)(4).